Manufacturer narrative:
Implant date: implant date is estimated to have occurred in 2016. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The suspected cause of the noise was rv lead insulation damage. The rv lead was capped and replaced to resolve the event. During the revision procedure, insulation damage was visually confirmed on the rv lead and was suspected to have been the cause of the event. The patient was stable.